Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the right ventricle lead exhibited high defibrillation impedance and lead fracture. The right ventricle lead was capped and replaced during the same procedure on (B)(6) 2021. Patient was stable.